Manufacturer narrative:
D2a: common device name: percutaneous cardiac abl cath for treatmt of afib w irreversible electroporation. Technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. No failure was found during the evaluation. The problem was solved by replacing the catheter. System is fully operational. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse¿ generator and the system displayed a "high current on electrode 3" error. It was reported that when pulsing the right superior, the trupulse¿ system displayed a "high current on electrode 3" error. They tried to pulse on a different part of the vein without resolution. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported.